Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a tear in the dura mater and subsequent cerebrospinal fluid (csf) leak occurred when the physician was attempting to implant the first drg trial lead (bilateral l5 and bilateral s1 leads) and gain epidural access. As such, the physician decided to abandon the procedure. The patient was kept at the facility for observation.

Event description:
Additional information identified that the patient was monitored overnight. In the morning, csf leak cleared and patient was reportedly doing fine. Issue resolved on its own.